Event description:
The manufacturer received information alleging a patient with an unknown device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.